Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found contamination of the hot wire element. The returned component was installed into a test ventilator for analysis and functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination. The preventative maintenance section of the 980 operators and technical reference manual gives instructions on preventative maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator that while in use on a patient the ventilator had high volumes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se replaced the exhalation valve flow sensor (evq) performed extended self-testing on the device and all tests passed.